Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. Review of logs was unable to verify any recognition failures. The instrument cut and sealed without any issues on 2 of 2 attempts. The instrument passed the electric continuity test. There was no problem detected.

Event description:
It was reported that during a da vinci-assisted hiatal hernia paraoesophageal surgical procedure, customer reported the vessel sealer extend (vse) instrument was working fine during the case and then just suddenly, the jaws would not open. It was noted that the vse was not on tissue at the time. The instrument was inserted, and the surgeon could not open the jaws. The customer removed the instrument could not get the jaws to open with the key. No harm or injury to patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws were not stuck on tissue. The jaws were closed when the instrument was inserted, and the jaws could not be opened. The instrument was removed, and they could not get the jaws open so they used the key to see if that would open them and it would not. The instrument was not used again. When the instrument was sent to be cleaned to return, they could not get the jaws open to even clean it. No adverse effect to the tissue since they could not get it open to even grasp tissue. No unexpected tissue removal because it was not on tissue. No bleeding because it was not on tissue.